Event description:
Baxter (B)(4) received a report that an infusor had no flow during patient use. The device was filled with a chemotherapy solution. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). After further investigation by baxter, it was determined that this report is a duplicate of report number 6000001-2012-06400. All further reporting for this condition will take place through report number 6000001-2012-06400.